Event description:
It was reported by the patients sister that the patient experienced a device failure within a few months and her pain resumed to such a degree that she was unable to wait until insurance approval to repair her device. The patient committed suicide citing her inability to stand the pain any longer.

Event description:
It was reported by the patients sister that the patient experienced a device failure within a few months and her pain resumed to such a degree that she was unable to wait until insurance approval to repair her device. The patient committed suicide citing her inability to stand the pain any longer.

Manufacturer narrative:
The device was not returned for analysis and the event of the patient experiencing a lack of pain relief and passing away by suicide was not able to be confirmed. A review of the device history record (DHR) confirmed that the device met specification prior to shipping.a labeling review did not reveal any anomalies as it states: persistent pain at the implantable pulse generator (ipg) or lead site is a known risk with the use of spinal cord stimulation (scs).a risk review was completed and confirmed that the event of suicide was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.the device was not returned for analysis, limiting further assessment of its condition and functionality. A review of the device history record confirmed that the device met all applicable manufacturing and quality requirements prior to distribution. Although labeling identifies persistent pain as a known risk associated with spinal cord stimulation (scs) therapy, the information provided does not include sufficient clinical details to evaluate the circumstances surrounding the reported loss of therapeutic effect. The report also references a suicide; however, based on the available information, this outcome appears to be associated with the patients underlying condition and reported pain experience. There is no objective evidence to establish or confirm a causal or contributory relationship between the device and this outcome. Additionally, the absence of device return and lack of follow-up information prevent a more comprehensive evaluation. Given these limitations, a definitive root cause for the reported event cannot be determined. This investigation is therefore assigned a conclusion code of cause not established.